Event description:
Caller reported air bubbles in the system, specifically in the tandem mobi cartridge, which occurred during the pumping process. Due to the issue, the customer's blood glucose level was displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and a correction injection via multiple daily injections (mdi). There was no need for third-party assistance, and large air bubbles were eventually resolved, allowing the caller to resume insulin therapy. The customer was educated on using room temperature insulin and acknowledged the advice. Follow-up actions included arrangements to return the affected infusion set and send a replacement through RMA procedures.